Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss, bent guide and guide detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d10- device available for eval updated from no to yes. H6: method code 4115 removed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, when removing the proglide device from the patient anatomy without resistance, the guide separated from the distal guide tube. The actuator wire was still intact. The distal end of the guide tube was bent. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na h3 other text : the device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device via 6fr sheath, after an angioplasty interventional procedure. Reportedly, when the plunger was retracted, no sutures were attached to the needles. A second proglide device was used to achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.